Event description:
It was reported that after use of the sphere 9 catheter in a pulsed field ablation procedure, a pericardial effusion and tamponade occurred. A pericardiocentesis was performed and drew off approximately one liter of fluids from the epicardial space, after the sphere-9 catheter had been removed from the body, the left atrial appendage portion of the case proceeded. It was surmised that the left atrial appendage (laa) was perforated when placing another manufacturer's laa sheath. Then the chest was "cracked" and more bleeding was observed and determined the liver must have been "nicked." The patient¿s abdomen was opened, and the liver was repaired. The patient remains hospitalized, and the patient was reported to be stable and doing well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.